Manufacturer narrative:
Product was not returned for an evaluation. No photos or product were received; therefore, the condition of the components is unknown. These devices are used for treatment. A complaint history search identified no other complaint for the part/lot combination of any of the components. Review of the compatibility matrix and the femoral component package insert was conducted and identified that all the following components involved in this case are compatible. Surgical notes and x-rays were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Based on the investigation, a definitive root cause cannot be identified with the information provided. Device was not returned.

Event description:
It is reported that the patient was revised due to left knee pain.